Event description:
It was reported that the patient presented for lead revision procedure. X-ray was performed and revealed a dislodgement of atrial lead. The physician elected to explant the atrial lead and replace with a new one. The patient condition was unknown.